Event description:
It as reported that the patient with this left ventricular (lv) lead exhibited shock impedance measurement of greater than 125 ohms. The was explanted and replaced. No adverse patient effects were reported.